Event description:
It is reported that: cuffs are leaking. This happened in 3 different tubes. The tubes were opened prior to use to on the patient and each one they saw the cuff was leaking.associated complaints: 3003898360-2024-00245 and 3003898360-2024-00247.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.